Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without the unique product serial numbers, a one to one correlation could not be made, the manufactured date cannot be established, and it is unknown if this was previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: laser lead extraction complicated by avulsed tricuspid subvalvular apparatus with severe tricuspid regurgitation the journal of innovations in cardiac rhythm management 2020; 11(3):4042¿4045 doi: 10.19102/icrm.2020.110303. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing lead. The authors discussed a case of a patient that presented with abdominal pain. A computerized tomography exam revealed a suspicion for mycotic pseudoaneurysm of the lower descending aorta. Blood cultures grew (B)(6). The patient underwent placement of a stent graft for the pseudoaneurysm. The patient was placed on intravenous antibiotics; however, even after removal of the hemodialysis catheter the (B)(6) bacteremia persisted. It was then determined to remove the right ventricular (rv) lead. During the lead extraction mild tricuspid regurgitation (tr) was noted. Immediately following, there was severe tr with evidence of avulsed papillary muscle and chordae tendineae. The patient had severe pulmonary hypertension with pressure overload of the right ventricle. The severe traumatic tr progressed rapidly to right ventricular failure which led to cardio-intestinal syndrome, low cardiac output, hypotension, and cardiogenic shock. The patient died ten days post the explant procedure. The disposition of the lead is not known. Further follow up did not yet yield any additional information.